Event description:
It was reported that during a total laparoscopic hysterectomy procedure the doctor used the device with gen11 generator for 20 minutes. When he activated the enseal and tried to stop a local bleed in the round ligament, some sticky char was formed on the jaw. When he tried to remove the jaw from the char, the electrode was pulled off. He tried to activate again, but gen11 generator give an error signal. No patient consequences reported. Device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps).